Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed; the coated portion of the cutting wire was torn, and the broken portion was scorched and melted. A root cause could not be identified. Based on the results of the investigation, it is likely the cutting wire (where the wire coating was torn) came into contact with the distal end of the endoscope when the forceps elevator was raised. Under such circumstances, an electric conduction was activated. This could have caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the knife of the subject device broke during energization. The issue occurred during a therapeutic procedure (endoscopic sphincterotomy), which was completed with a similar device. There were no reports of patient harm.